Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. Blood glucose level at the time of the incident was 500 mg/dl which was treated with manual injection. The customer stated that they had changed the set, new insulin, new reservoir but still had to take manual injection and got insulin flow blocked alarm. The customer was not using auto mode feature at the time of event. Customer declined to troubleshoot for high blood glucose. Troubleshooting was not completed for the insulin flow blocked alarm. The pump will be returned for analysis.